Event description:
The sales representative reported on behalf of the customer that the trs175sb2, anchor tissue retrieval system was being used during a robotic myomectomy on (B)(6) 2024 and ¿the clip in our anchor 15mm bag broke off in the patient's abdomen for her case in (B)(6). She mentioned that she recently did an MRI this month to confirm. The director mentioned this to me today (B)(6) 2024¿. Per further assessment it was found the clip of the device remains in the patient and the dr. Is planning a 2nd surgery to remove the clip. The patient is "fine"; however, it was reported the patient was experiencing pelvic pain. This report is being raised due to the reported injury of the clip of the device remains in the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: per further assessment received on (B)(6) 2024 "successfully removed the metal piece of the trs-175 specimen bag this morning from the patients body". The sales representative reported on behalf of the customer that the trs175sb2, anchor tissue retrieval system was being used during a robotic myomectomy on (B)(6) 2024 and ¿the clip in our anchor 15mm bag broke off in the patient's abdomen for her case in may. She mentioned that she recently did an MRI this month to confirm. The director mentioned this to me today on (B)(6) 2024.¿. Per further assessment it was found the clip of the device remains in the patient and the dr. Is planning a 2nd surgery to remove the clip. The patient is "fine"; however, it was reported the patient was experiencing pelvic pain. This report is being raised due to the reported injury of the clip of the device remains in the patient.